Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error was determined to be a channel disconnect during a review of the returned pcu device logs; however, the issue was not replicated during extensive laboratory testing. Inspection of the suspect pump module s/n 14561761 right male iui under a microscope observed worn contacts on multiple contact pins, multiple damaged isolation ribs, dried white residue and white cloth fibers. The inherent swiping motion when attaching and detaching a pump module can clear/remove debris and any contaminates from the contact making the issue not possible to replicate. No other anomalies were observed with any of the electrical or mechanical components. On 14 april 2024 at 7:59 am, the suspect pump module s/n 14561761 was attached to the pcu the suspect module was programmed/started a levophed (drug ID 431) with a drug amount of 16mg a diluent volume of 250ml a dose of 0.38mcg/kg/min (rate 19.2ml/h) and a vtbi of 175ml. Primary volume infused (pvi) was recorded as 0ml. From at 8:00 am to 9:04 am, there was twelve (12) dose changes were observed ranging from 0.26mcg/kg/min (rate 13.1ml/h) to 1mcg/kg/min (rate 50ml/h). At 9:07 am, the system alarmed for channel disconnect, the suspect module was removed and reattached from the system twice and the user confirmed the channel disconnect alarm. The previous infusion of the levophed was restored/started. Two minutes later the suspect module was channeled off and pvi was recorded as 23.13ml. A review of the pcu error logs showed no error codes associated during the reported timeframe. Bd recommends that proper iui connector inspection and cleaning practices should be followed as instructed by the bd alaris user manual v12.1. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green, crushed ribs or cracks are identified. (Mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contains the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices bd alaris¿ system cleaning audit bd alaris¿ system cleaning checklist bd alaris¿ system iui inspection quick reference bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. The best practices for cleaning alaris system devices tip sheet recommends not allowing the cleaner to collect on the instrument and not using an oversaturated cloth during the cleaning process. Be sure to squeeze out excess liquid. Do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. Use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. Do not allow the cleaner to collect on the instrument. Although an incidental finding, concomitant pcu device was observed with damage consistent with being caused by an adjacent pump module with a backed-out pivot latch screw. The door pivot screw inspection tip sheet and service bulletin 569 provides information related to proper inspection of the alaris pump module door. Inspect each alaris pump module door on each unit prior to use. Any damaged pump module should be removed from service and sent to the biomedical engineering department for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error during a levophed infusion is being attributed to a channel disconnect event. The probable cause of the channel disconnect is being attributed to contamination/damaged isolation ribs on the male right iui of the pump module.

Event description:
It was reported that the device was programmed with levophed at 8mg/250 ml. After changing the concentration to 16mg/250 ml, the patient's blood pressure began decreasing. Per physician, phenyl epinephrine IV push and vasopressin was titrated up from 0.03 to 0.04. However the patient's bp continued to drop. Patient then went pulseless electrical activity (pea) and compressions started. Return of spontaneous circulation (rosc) achieved after one round of compressions and 1 mg of epinephrine. Channel error occurred on the channel infusing 16mg/250 ml levophed after code. The pump/channel set up and access checked on both levophed drips and lines, the devices were programmed correctly and access working. The physician stated to turn off 16mg/250 ml levophed and to use 8 mg/250 ml levophed. Once 16mg/250 ml levophed turned off, the patient required 0.6 mcg/kg/min and then titrated down to 0.4mcg/kg/min. The channel and pump were red tagged.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device was programmed with levophed at 8mg/250 ml. After changing the concentration to 16mg/250 ml, the patient's blood pressure began decreasing. Per physician, phenyl epinephrine IV push and vasopressin was titrated up from 0.03 to 0.04. However the patient's bp continued to drop. Patient then went pulseless electrical activity (pea) and compressions started. Return of spontaneous circulation (rosc) achieved after one round of compressions and 1 mg of epinephrine. Channel error occurred on the channel infusing 16mg/250 ml levophed after code. The pump/channel set up and access checked on both levophed drips and lines, the devices were programmed correctly and access working. The physician stated to turn off 16mg/250 ml levophed and to use 8 mg/250 ml levophed. Once 16mg/250 ml levophed turned off, the patient required 0.6 mcg/kg/min and then titrated down to 0.4mcg/kg/min. The channel and pump were red tagged.

Event description:
It was reported that the device was programmed with levophed at 8mg/250 ml. After changing the concentration to 16mg/250 ml, the patient's blood pressure began decreasing. Per physician, phenyl epinephrine IV push and vasopressin was titrated up from 0.03 to 0.04. However the patient's bp continued to drop. Patient then went pulseless electrical activity (pea) and compressions started. Return of spontaneous circulation (rosc) achieved after one round of compressions and 1 mg of epinephrine. Channel error occurred on the channel infusing 16mg/250 ml levophed after code. The pump/channel set up and access checked on both levophed drips and lines, the devices were programmed correctly and access working. The physician stated to turn off 16mg/250 ml levophed and to use 8 mg/250 ml levophed. Once 16mg/250 ml levophed turned off, the patient required 0.6 mcg/kg/min and then titrated down to 0.4mcg/kg/min. The channel and pump were red tagged.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c, d codes.